Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the distal electrode, the right ventricular (rv) defibrillation coil was kinked/buckled, there was blood on the distal conductor (not obstructed), the drug eluting component was missing, the helix was bent, the distal electrode sleevehead was pulled/stretched/overstressed, and the lead appeared damaged at implant. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead the stylet was difficult to insert due to high friction. When the lead was placed in the rv, it was not possible to obtain sensing measurements; only noise was observed on the analyzer. Another cable was also tried unsuccessfully. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.